Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. It was also reported that the pt had a vitrectomy secondary to a retinal detachment. In a follow-up, the surgeon verified the vitrectomy occurred prior to cataract surgery. He believed that the cause of the refractive surprise may have been due to the vitreous not having enough resistance, therefore, the lens may sit further back than anticipated. The surgeon also reported that limbal relaxing incisions (lri) were done. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/15/2010 and 03/05/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)